Event description:
It was reported that an ilet user forgot to announce two meals and contacted support for protocol guidance. The agent advised that because more than 30 minutes had elapsed since the missed announcements, the user should allow the system to adjust glucose automatically, and the user¿s glucose was within normal range. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse effects. Outcomes included no need for medical intervention or hospitalization and continued device use. Investigation included user interview and troubleshooting with education regarding proper meal announcement workflow. Investigation of this case revealed no device malfunction or component failure, and the event was attributed to user handling related to missed meal announcements with appropriate device performance. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcements with no device-related malfunction.